Event description:
Medtronic received a report that there was discrete ischemic spots in the sylvan and posterior right territories. Appearance of a few microbleeds. Non-symptomatic, simple postoperative course without complications. This adverse event (ae) did not result in hospita lization, blood transfusion, percutaneous intervention, physical therapy, surgical intervention, or additional treatment being given or being treated in another manner. The outcome status is recovered/resolved on (B)(6) 2022. The ae occurred post-procedure and is not related to the disease under study. Ae did not result in new or worsening of existing neurological deficits. This event did not lead to congenital anomaly, death, disability, hospitalization, or medical intervention and was not considered life-threatening. The site assessed this event was not related to the study devices, and was causally related to the study procedure. The sponsor assessed event as possibly related to the index procedure and artisse. The patient was undergoing surgery for treatment two aneurysms. One was a saccular, c6 right internal carotid artery (ica) sidewall aneurysm with a max diameter of 4.3mm and a 3mm neck diameter. Aneurysm dome height was 3.1mm. Aneurysm dome width was 2.7mm. Parent artery diameter distal to aneurysm was 4.3mm. Parent artery diameter proximal to aneurysm was 3.9mm. The second was a saccular, c6 right internal carotid artery (ica) sidewall aneurysm with a max diameter of 3mm and a 3.2mm neck diameter. Aneurysm dome height was 2.8mm. Aneurysm dome width was 3mm. Parent artery diameter distal to aneurysm was 4.3mm. Parent artery diameter proximal to aneurysm was 3.9mm. There was complete neck coverage at the end of the procedure. There was no stasis at the end of the procedure. There was complete neck coverage at the end of the procedure. The aneurysm occlusion (raymond and roy) at the end of the procedure was class 3. Complete wall apposition was achieved. Ophthalmic side branch covered by pipeline device. Additional information was received reporting that no actions or interventions taken to resolve the event have been reported. The statement "possibly related to index pr ocedure and artisse per sponsor" was clarified as a data entry error. The event is possibly related to the pipeline, there is no artisse used. The cause of the event was not determined. Additional information received reported no cause or actions taken were reported. Additional information received reported thromboembolic event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.